Event description:
It was reported that the user bathed, disconnected the ilet pump to avoid an alert, put it away, then fell asleep and did not reconnect; upon waking, the user administered subcutaneous insulin injections with both rapid-acting and long-acting formulations with a reported blood glucose value of 546 mg/dl and requested guidance on when to reconnect. The user received education to remain disconnected for the duration of their long-acting insulin and to confirm the insulin type with their healthcare provider, consistent with a use-of-device problem involving the infusion set and cartridge and no specific component defect identified. Symptoms included hyperglycemia with polydipsia, polyuria, and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with no specific component implicated, and the event aligned with a use-of-device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.